Manufacturer narrative:
Device passed displacement test. Device alarmed pump error 63 alarm (variable 3) during self test and confirmed in the device history due to broken pin trace and pin trace on keypad assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had hardware low level failure alarm. The customer¿s blood glucose was 120 mg/dl. Customer was able to clear the alarm. Customer was able to complete insulin pump rewind. Fill cannula was recorded in daily history. The troubleshooting was performed for the pump error alarm. The self test was performed and it was failed. The customer was advised to revert to a backup plan and the insulin pump will need to be replaced. The insulin pump will be returned for analysis.